Manufacturer narrative:
Corrected information: b.3. The date of event was changed from "(B)(6) 2016" to align with the dus imaging that was performed prior to revascularization. B.6. Relevant tests and lab data was changed from "unknown" to "duplex ultrasound on (B)(6) 2016, resulting in 50-99% occlusion. Reintervention of target lesion on (B)(6) 2016. Duplex ultrasound on (B)(6) 2017, resulting in patency and core lab analysis of the duplex ultrasound on (B)(6) 2017 confirmed patency. Duplex ultrasound on (B)(6) 2017, resulting in 50-99% occlusion." D.4. UDI no. Was changed from "(B)(4)." H.6. Eval code & desc - method codes were changed from "3317 and 3263" to "4115, 3331, and 4110" eval code & desc - conclusion code was changed from "92" to "4310". Additional information: b.7. The other relevant history had the following statement added "past medical history includes: type 2 diabetes, dyslipidemia, hypertension, former smoker, coronary artery disease (cad), myocardial infarction (mi), rutherford class iii in left leg." H.6. Eval code & desc - results code was added "213". H3 analysis: the sample was not returned to the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 5 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed this is the only reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left superficial femoral artery (sfa). Approximately 5 months after the index procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.